Event description:
It was reported to boston scientific corporation that a patient had previously had a laparoscopic sleeve gastrectomy procedure for morbid obesity on (B)(6) 2013. Post gastrectomy, on (B)(6) 2013, the patient presented with a gastro-bronchial fistula. According to the complaint, the patient was placed on tpn and a wallflex esophageal stent was implanted during a stent placement procedure on (B)(6) 2013 due to a 0.5 cm leak at the gastro-esophageal junction. On (B)(6) 2013, the stent was reassessed with gastrografin, which revealed a leakage. An endoscopic assessment found that the stent cover was damaged in many places and tissue ingrowth was present. The stent was removed and replaced with another wallflex esophageal stent. Reportedly, as a result of this event, the patient needed surgery. The condition of the patient after the corrective surgery is unknown. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a patient had previously had a laparoscopic sleeve gastrectomy procedure for morbid obesity on (B)(6) 2013. Post gastrectomy, on (B)(6) 2013, the patient presented with a gastro-bronchial fistula. According to the complaint, the patient was placed on tpn and a wallflex esophageal stent was implanted during a stent placement procedure on (B)(6) 2013 due to a 0.5 cm leak at the gastro-esophageal junction. The patient did not have tortuous anatomy and there were no issues during the stent placement procedure. This device was used to complete the procedure. On (B)(6) 2013 the stent was reassessed with gastrografin, which revealed a leakage in the stent. An endoscopic assessment found several holes in the upper third of the stent cover and tissue ingrowth was present. The stent was removed and replaced with another wallflex esophageal stent. The patient condition following the procedure was reported to be good.

Manufacturer narrative:
Reported event of blocked stent. Reported issue of stent cover damaged. (B)(4) - relates to required intervention of surgery. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.